Manufacturer narrative:
The control board in the system 1 unit involved in this report was returned to steris for evaluation. However, this control board is from a model p1000 which is no longer manufactured by steris. As a result, no p1000 unit was available for testing of the returned control board. An analysis of complaints has determined this to be an isolated event. The system 1 unit has remained in service and no further issues have been reported with its operation.

Manufacturer narrative:
A steris service technician inspected the unit and found the system 1 processor to be operating properly and could not duplicate the event. The control board from this unit is being returned to manufacturing for evaluation. The operator manual for the system 1 processor advises users to wear personal protective equipment when handling opened steris 20 cups. For example, "once the aspirator probe is inserted, do not attempt to remove the container from the sterilant compartment. If it is necessary to remove a container which has been opened but not diluted, follow the disposal instructions for leaking/damaged containers." (P. 29). In regard to proper disposal of steris 20, the operator manual states "remove individual box and container and submerge in a sink filled with at least 12 inches of water" and "put on protective attire to include waterproof gloves, apron, chemical goggles or face shield. Wear the protective attire during the entire procedure" (p.31). The employee was not wearing proper ppe and did not follow operator manual instructions for disposing of a steris 20 container. The operator reported that following this event, the facility placed ppe (goggles & gloves) next to each system 1 unit. An in-service training on the proper handling of steris 20 sterilant concentrate was completed on (B)(6) 2011. Steris will submit an updated report when additional information becomes available.

Event description:
The user facility reported that following completion of a "passed" diagnostic cycle, the operator inserted a cup of steris 20 sterilant and started a processing cycle. The system 1 processor alarmed, indicating the previous diagnostic cycle had" failed". The operator removed and discarded the punctured cup of steris 20 sterilant concentrate in the trash and in the process received a small burn to her right hand. The operator was not wearing proper personal protective equipment (ppe). The employee rinsed her hand under cold water and self-applied ointment and a bandage to the burned area. The next day she consulted her personal physician where the doctor applied silvadene and a bandage and prescribed augmentin. The employee has returned to work and no further treatment was needed. The instruments present in the system 1 processor during the aborted cycle were reprocessed and no delay in patient procedures resulted.